Event description:
T was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6)2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 - initial reporter email address: (B)(6).